Event description:
Boston scientific resolution 360 ultraclip utilized during esophagogastroduodenoscopy. Device placed through biopsy port of gastroscope in the usual fashion. As this clip device exited the working end of the gastroscope, the clip fell off into the patient's stomach. Since the clip fell into the stomach, it should pass with stool as designed to do so; therefore, the clip was not retrieved from the patient. The mechanism of the clip device was not activated or manipulated in any way.